Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt expired due to embolic stroke with sepsis. The hospital does not believe there is anything wrong with the pump; however, they are returning the pump to check for any problems.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.